Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Tight spindle housing fit on the driveshaft on the drive shaft was identified as the probable cause of the device overheating as this can lead to increased friction between the moving components.